Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 7/6/2022, it was reported by a sales representative via phone that an ar-1588rt-ib tightrope ii rt locking mechanism failed. Surgeon was able to complete the case with the same device but instead of having it lock up as it should, surgeon tied the sutures. This was discovered during an acl procedure on (B)(6) 2022, although, sales representative is not certain on that day. Case was completed successfully without further issues.